Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after a short period of use, it was found that steam accumulated and formed water in the tube". Device was changed to a new one. No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The sample was not returned for evaluation; therefore, 25 pieces of the same product code were selected from current production at the manufacturing facility. The samples were visually inspected and no defects were observed. The manufacturer reports in the current manufacturing procedure, 100% leak testing and visual inspection is conducted at the assembly area; therefore, any defective devices would be detected prior to release from the manufacturing facility. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "after a short period of use, it was found that steam accumulated and formed water in the tube". Device was changed to a new one. No patient injury or harm reported. Patient condition reported as "fine".